Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020, in the evening, the patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose level was more than 350 mg/dl. At the hospital she was removed from the pump and the blood glucose result was almost 500 mg/dl. The customer receives insulin via pen injections and saline solution infusions in the hospital and the blood glucose level went down. She was still in the hospital at the time of the call on (B)(6) 2020. The patient has a back-up pump.